Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon lost control of the monopolar curved scissors (mcs) wrist. After removing the mcs instrument from the arm, the site found a broken cable. The customer used a backup mcs instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before the procedure with no issue. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was able to move but the wrists were not able to articulate. The instrument movement was scale appropriately. The movements of the instrument¿s wrists were ¿chaotic¿ and not as the surgeon console intended. The timing of instrument movement was appropriate. There was no shakiness or friction. There was no instrument-to-instrument or system arm-to-arm interference during the procedure. There was no external collision. The issue was persistent, and there was no change to proceed with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.